Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "lymph nodes were inflamed and contracture."

Event description:
Patient reported right side "lot of pain, fell out of pocket, would wake up with her arms and fingers feeling numb and tingly, lymph nodes were inflamed and contracture," baker grade unknown. Device was explanted.